Event description:
Swollen throat/glands headache; I thought my breathing problems and swollen glands were from a tooth that may need filling. But then my throat started swelling and ears ringing. My mouth would get so dry if wake up with my tongue stuck to roof of mouth. I had to poor in water to move my tongue around. Also, dry nose and headaches. The smell of chemicals were overwhelming, but dissipated somewhat after allowing air to blow before applying to my face. No test taken yet. Doctor appointment on the (B)(6) 2021. FDA safety report ID# (B)(4).